Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that pt presented in clinic after receiving alert for non sustained lead noise. After review of electrogram, noise was not observed and oversensing was indicated. The device was reprogrammed. The device remained implanted and monitored.